Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 10, the implant had not achieved osseointegration in type IV bone. Clinician reports insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 10, the implant had not achieved osseointegration in type IV bone. Clinician reports insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).